Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal rubber valve was not cut from the manufacturer. When inserting instruments, pieces of rubber fell into the abdomen. The pieces were removed during the same procedure. The procedure was completed. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cap was observed; however, it was checked to see if the seal was cut into the seal. The robot was docked, and an instrument was being inserted into the abdomen through the cap/seal. Pieces fell into the abdomen due to the instrument piercing the rubber seal as it was not cut from the manufacturer. All pieces were removed from abdomen. A new seal was opened, and the case was completed as scheduled.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but it has not been received for failure analysis investigations. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.